Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what troubleshooting steps were taken to open the device? How was the device eventually removed from the tissue? What was the reason for the convert to open? Please confirm that the surgery started as laparoscopic. How was the case completed? What is the surgeon¿s experience with device? What is the current patient status? I don't have the answers to these questions except to say that the surgeon is very experienced. Unfortunately he was given the gun with the wrong reload.

Event description:
It was reported that the gun jammed - had trouble getting it off - eventually managed to unlock. It appears they may have used a 45 cartridge in a 60 gun. Opened the patient ¿ managed to unlock the gun and proceeded to complete the operation.

Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.